Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the abutment screw at tooth site # 30 loosened. Screw became loose. Removed and replaced with new screw. Reinsert and tightened crown.

Event description:
It was reported that the abutment screw at tooth site #46 loosened. Screw became loose. Removed and replaced with new screw. Reinsert and tightened crown. Per indicated: surgical/medical intervention required for permanent damage: no additional appointment required: no symptoms as a result of the event: none

Manufacturer narrative:
It was reported that the screw at tooth location 46 became loose. The screw was removed and replaced with a new screw. Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation . A visual evaluation was performed, the screw exhibited signs of wear but no apparent malfunction. The screw threaded into an in-house implant as intended. DHR review was completed for the subject lot number 1261960. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261960 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was missing or confusing instructions for use or the abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw exhibited signs of use but no apparent malfunction. The reported event was non-verifiable with all the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.